Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 40-300mg/dl. Reportedly, the customer was not performing the air removal step. The root cause of low blood glucose could not be determined, food was consumed to treat bg level. Reportedly, the customer replaced the cartridge and continued insulin therapy.